Manufacturer narrative:
Investigation not complete. Product has not been returned. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, per zelent et al "endosseous fixation device for lapidus arthrodesis: technique, early experience, and comparison with crossed screw fixation", one patient required removal of the endofuse rod at 6 months due to soft tissue swelling. The patient had osseous union prior to removal of the implant. The patient was found to have metal allergies after the initial procedure. This is a complaint from literature. The date of incident is unknown.